Event description:
Information received from the (B)(4) database. Treatment of a giant unruptured fusiform aneurysm measuring 26mm located on the sidewall of the left ica (internal carotid artery). It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011, involving three pipelines (4.50mm x 35mm; 5.00mm x 30mm; 5.00mm x 35mm) using the overlapping method without any issues and experienced an ischemic stroke under dual anti-platelet regimen on (B)(6) 2011. A third drug was added (cilostazol) the patient was discharged with sequelae. The patient was treated for the remnant of the aneurysm on (B)(6) 2012, with one pipeline (5.00mm x 20mm) without issues. No other patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The two procedure dates when the pipelines were implanted are (B)(6) 2011 and (B)(6) 2012. (B)(4).